Event description:
Diagnosed with right end-stage glenohumeral osteoarthritis secondary to chondrolysis as a result of intra-articular pain pump placed for slap repair. Preop studies did not show osteoarthritis. Postop MRI shows advanced glenohumeral arthrosis. Dates of use: 2006 - 2007. Diagnosis or reason for use: bankart reconstruction - postop pain. Event abated after use stopped: no.